Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart and a cold reset was performed and external ram crc error on the insulin pump. The customer¿s blood glucose level was 142 mg/dl. The customer reported that they had multiple external ram crc error alarms and also had an unexpected restart and a cold reset alarms in history. The insulin pump will not be returned for analysis.